Manufacturer narrative:
Reference record (B)(4). Catalog number is the international list number which is similar to us list number of 062910. The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2022, a patient in (B)(6) underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2022, the patient experienced a stoma site abscess with greenish purulent discharge, peristomal redness and pain. The patient was treated with 500 mg of oral anaclosil for 7 days. At the time of report, the patient has a hardened area just above the stoma and applying an unknown prescribed cream twice a day. The patient was instructed to wash the stoma and peg tube with soap and water and keep it dry.

Event description:
Additional information received on 11 oct 2022: on an unknown date, the patient's tubing were removed and the stoma was closed. The patient was prescribed oral augmentin for every 8 hours for a duration of 7 days. A new stoma site with new tubing was scheduled on (B)(6) 2022.

Manufacturer narrative:
Reference record (B)(4). It was unknown if the device involved in the event was discarded or will be returned; therefore, a return sample evaluation is unable to be performed. However, if the device is received, a follow up report will be submitted upon completion of the return sample investigation. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.